Event description:
The contact is an insulin dependent diabetic who reported inaccurately high blood glucose readings with test strips, lot 16276b. He opened the second bottle from the box on 4/4/97. He noticed immediately that his readins, which were in the 200's and 300's mg/dl, were significantly higher than his usual readings of 140-148 mg/dl. The contact stated that on three occasions this week he took too much insulin based on inaccurately high readings. Each time he "bottomed out" with readings as low as 57, 61, 73 mg/dl and became extremely shaky. He self treated by drinking coke and eating something sweet. On 4/8/97, the contact went to his dr.'s office. On the dr.'s meter (type unk) the contact's blood glucose reading was 148 mg/dl. At the same time, with the contact's meter and test strips, the reading was 227 mg/dl. Because the contact does not have normal control solution he did not perform a control solution test. None was performed at the dr.'s office. The patient said that he had performed a check strip test and the result was within range. (No specific result available.) The code was set correctly for all tests. The contact stores the test strips in the bedroom. The desiccant is in the open bottle. The patient stated that he had used all of the test strips from the first bottle because they performed accurately.